Manufacturer narrative:
Additional narrative: correction: please note that the device availability section was inadvertently reported as (B)(6) 2017 in the initial medwatch report. Please note that the correct date is (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was not working was confirmed. An assessment was performed and it was observed that the device failed the cutter insertion assessment and the device had a drilled neuro-tip. During repair it was observed that the bearings are worn out and loose creating a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment, not allowing the cutter to pass through, this failure was caused by worn out bearings. It was further determined that the root cause of the worn out bearings was due to normal wear over time. It was further determined that the issue with the drilled neuro-tip was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. The assignable root cause of this condition was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the crani-l attachment device bearings were damaged. It was noted that the ball bearings had fallen apart, the device was missing balls, the cage was not available, and the crani bracket was damaged. It was also noted that the device failed pre-repair diagnostic tests for visual assessment, cutter insertion, and temperature. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.